Event description:
As reported through a european article, "implantation of the edwards sapien xt and sapien 3 valves for pulmonary position in enlarged native right ventricular outflow tract". A single-center study was performed between (B)(6) 2015 and (B)(6) 2020, percutaneous pulmonary valve implantation (ppvi) was performed on 129 patients. A retrospective analysis was performed on 84 patients who have undergone successful ppvi implantation using the sapien xt or sapien 3 valves with dilated native right ventricular outflow tract (rvot). One patient needed a blood transfusion due to extensive hemorrhage during the procedure.

Manufacturer narrative:
This report is 3 of 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2023-10571 and 2015691-2023-10573. The type of thv valve is unknown; however, the possible PMA numbers associated with an p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage a without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors may have caused or contributed to this event. However, other potential contributing factors are unknown as limited clinical information was provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for the reference of the article. This section h10 (provide narrative/data) has been updated. Bibliography: implantation of the edwards sapien xt and sapien 3 valves for pulmonary position in enlarged native right ventricular outflow tract; a. Guzeltas, ic tanidir, s. Gokalp; anatol journal of cardiol; 2021.